Event description:
The surgeon reported that during the implant procedure of a left ventricular assist device (lvad), some bleeding was noticed on the apical sewing ring where the felt is sewn to the silastic. The bleeding was reportedly noticed at the spot where the needle holes have sewn the felt to the ring. Bioglue was applied around the apical sewing ring to control the bleeding and the implant procedure was completed without further issue.

Manufacturer narrative:
The patient remains ongoing on lvad support and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.